Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in japan. It was reported that the patient experienced blockage at site due to the cannula tortuosity and obstructed on (B)(6) 2026. The patient was told to leave the reservoir as is and replace the infusion set. No further information is available.